Event description:
It was previously reported the patient had two unknown taxus stents implanted. Which has been corrected to three unknown taxus stents, two were placed in the mid right coronary artery (rca) in (B)(6) 2005. The patient then had another placed in the distal left anterior descending (lad) artery in (B)(6) 2005. The event date was reported as taking place in (B)(6) 2010. This has been corrected to (B)(6) 2013.

Manufacturer narrative:
(B)(4)

Event description:
(B)(4). Same case as MDR# 2134265-2013-00734. Same patient as MDR# 2134265-2013-00740. It was reported that post a stenting treatment procedure, the patient experienced myocardial infarction, in-stent restenosis, and angina. The patient had two unknown taxus stents implanted. One was placed in the mid right coronary artery (rca) and the other was placed in the distal left anterior descending (lad) artery. Dec-2010 - the patient presented with unstable angina, diagnosed as a myocardial infarction. Coronary angiography revealed 90% in-stent restenosis of both 2005 previously placed stents. The physician treated the in-stent restenosis of a previously deployed unknown taxus stent (in 2005), located in the mid right coronary artery (rca), with direct stent placement of 3 x 20 mm promus element (pe) plus stent, with 0% residual stenosis. Treatment of the distal lad is unknown. The patient was discharged three days later on aspirin and clopidogrel. Six days later the patient presented with a myocardial infarction. Coronary angiography revealed 100% proximal occlusion in the 1st diagonal and 75% distal in-stent restenosis located in the distal lad, within the previously deployed unknown taxus stent (in 2005). The physician treated the in-stent restenosis with the placement of 2.5 x 28 mm promus stent, with 0% residual stenosis.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).